Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was involved in a clinical event where the patient was found unresponsive. Right atrial automatic threshold (raat) test data showed nonsustained episodes with aberrant qrs, consistent with pulseless electrical activity (pea). The patient arrived at the ER in a ventricular sensing rhythm but remained unresponsive. Impedance values were declining but within normal limits, and a significant change in the heartlogic index suggested a possible physiologic or heart failure related event. No adverse patient effects were reported. This device remains in service.